Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non conforming reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the bolt for fixing the trigger is loose and the mechanism doesn't work. No additional information available. This is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4): a manufacturing evaluation was performed. The investigation of the complaint articles has shown that: the investigation of the complaint application instrument has shown, that the screw for fix the trigger is loose. Further investigation has shown that that the screw which is fixing the tensioning mechanism is missing. For that the mechanism is not working anymore. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. We can only assume that the article was attempts to dismantle. The present application instrument was analysed as far as possible for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.